Event description:
The screw broke while being inserted into the femoral tunnel as part of a soft tissue acl reconstruction. The surgeon removed all visible pieces and as a result experienced a delay of 20 minutes. This event did not cause any patient injury or complication. It has been reported that starter was not utilized as required in the IFU.